Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, seroma, and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with an 350cc mentor memorygel breast implant and experienced postoperative left-sided rupture, seroma, and capsular contracture. The diagnoses were confirmed by physician upon examination. As a result, the patient's impacted device was explanted on (B)(6) 2019 and did not replace with any devices.

Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Upon visual inspection of the received photos, the device was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands-on analysis should provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of evidence provided was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. The patient's health care professional reported that upon completion of the explantation surgery, the surgical technologists were unable to properly disinfect the implant due to its severe rupture. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. However, mentor received photos of the device. When the investigational analysis of the photos have been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).